Event description:
A non-health care professional reported that after loading the lenses into the cartridge, they have noticed that the all three lenses came out scratched on the right side, haptics straight up and down. Additional information has received that states that two lens was implanted and removed, the last lens was unfolded on top of the eye, then new lens was implanted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information has been provided in h.8. Additional information has been provided in h.3., h.6., and h.11. The company cartridge was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The company cartridge was not returned. The mold cavity could not be verified, however according to production records, the company cartridge lot reported for this complaint was molded using the cavity 175 mold tooling at the vendor. As part of an investigation, cartridges from batches manufactured using the cavity 175 mold tool and the corresponding cavity 173 mold tool were observed to have missing coating inside the lumen of the cartridge, which can result in lens damage during delivery. The missing coating was caused by a mold attribute inside the lumen. The root cause for the mold attribute on the lumen of the cartridge was an anomaly on the mold tool core pin used to manufacture the cartridge that transferred to the plastic during the molding process. The manufacturer internal reference number is: (B)(4).